Event description:
It was reported that during surgery the zimmer 8inch carrier for use with zimmer skin graft mesher intermittently did not go through the mesher. An alternate mesher had to be opened to complete the surgery. There was a delay of at least 15 minutes to the procedure. There was no harm reported. Diligence is in process and no additional information has been received. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: united kingdom. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b3, b4, d10, b5, e1, e2, e3, g2, g3, g6, h2, h11. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the zimmer 8inch carrier for use with zimmer skin graft mesher intermittently did not go through the mesher. An alternate mesher had to be opened to complete the surgery. There was a 10-15 minute delay to salvage the graft. There was no harm reported. Diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g3, g6, h2, h3, h6 and h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There was no additional information associated with this malfunction.